Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. Using a cls3.5 guide catheter, a luge wire was placed in the left circumflex artery (lcx). Angioplasty was performed with a 2.5 x 12 balloon with multiple inflations from 6 atmospheres (atm) up to 14 atm. A samurai wire was also placed in the left anterior descending artery as a precaution. A 2.25 x 38 synergy drug-eluting stent (des) was deployed at 16 atm for 20 seconds; and another unspecified 2.50 x 20 stent was deployed into the left main in the lcx at 18 atm for 20 seconds. Post-deployment, angiogram was performed which showed that there was a gap between two stents. A 2.25 x 16mm synergy xd des was then advanced but failed to cross the lesion and was damaged, so the stent was removed. A 2.25 x 12mm synergy xd des was also advanced but still failed to cross the lesion. A non-boston scientific (non-bsc) guide extension catheter was then introduced; but as the 2.25 x 12mm stent was removed, it was noted that the stent was left in the lcx area. Since stent was still on the wire, a 1.20 balloon was advanced and inflated distal to the stent to try to bring the stent into the guide, and then a 1.50 balloon, but both were unsuccessful. A 2.50 emerge balloon catheter was partially inflated distal to the stent and partially in the guide to remove everything. However, at the edge of the sheath the stent became disconnected from the system and moved into the profunda. Since access was still maintained with the samurai wire, the stenting procedure was able to be completed by putting the cl 3.5 guide catheter back in the artery and re-wiring the artery. The non-bsc guide extension catheter was used to advance a balloon for pre-dilation and then a stent which was successfully deployed. Repeat angiogram revealed full expansion of the stents, and timi 3 flow in the remnants of the lad and lcx. A vascular surgeon was called to help remove the stent from artery in a separate procedure. No patient complications were reported.